Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough and formation of mass on breast. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough and found of mass on both breasts related to a CPAP device's sound abatement foam. The reported event of cough, mass on both breasts and its reported severity was reviewed by the manufacture's clinical expert. The device may have caused or contributed to the reported event. However further clarifying clinical details are unknown at this time and attempts to obtain additional information have been unsuccessful. No medical intervention/treatment or additional information was reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.